Event description:
A right internal carotid artery aneurysm was treated by coil embolization. A post procedure, angiogram revealed a raymond scale of 2, the physician stated additional coils were not placed due to clinical risk. At a routine, three month follow-up appointment, the physician decided to place a stent and additional coils to completely obliterate the aneurysm. There was no clinical consequence to the patient.

Manufacturer narrative:
The batch number was not disclosed. Other for no allegation of product malfunction or non conformance contributing to the reported event.